Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt became paralyzed from the waist down after undergoing surgical intervention (ref MFR report# 1627487-2013-06251). As a result, the pt went to the emergency room. The pt was able to walk the following day. The following day the pt also experienced abdominal, pectoral, and hip pain. X-rays revealed no anomalies. Steroid medication resolved the pt's pain.